Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 2000013123. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 18838992.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.